Event description:
During pci with a 2.25x23mm cypher select plus separated 15cm from the hub in the distal part of the hypotube shaft when the physician tried to pass the lesion. The device was easily retrieved with a clamp outside of the patient. A 2.5x23mm xience v was deployed at 14 atm instead. Pci was being performed on a 95% de novo lesion in the mid lad of 21mm in length with unspecified vessel tortuosity. The (type c) lesion was heavily calcified. Timi I flow was recorded pre-procedure and the lesion was pre-dilated. During pci, there was difficulty experienced while advancing the balloon catheter through the vessel and the device could not cross the lesion. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The catheter was never in an acute bend and more force as usual was needed in attempting to deliver the device. Please note that this device is not distributed in the united states, but it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. The device has been received for analysis but the engineering report is not yet available.